Event description:
It was reported that during functional endoscopic sinus surgery, the system's console intermittently displayed lead off detected on channel 2, which contained a trach tube. When the system was not displaying lead off detected, the channel was behaving erratically, giving off phantom responses while the surgeon was away from the patient. When stimulating it didn¿t seem to be noisy but could start being noisy once probe removed from tissue. Sometimes it was noisy showing erratic waveform, others it was noisy and no apparent change on the waveform. Went through stretches where the system was quiet but the majority of the case it was noisy without cause. Troubleshooting performed, swapped the leads into channel 1, and the issue followed the electrode leads. Adjusted the trach tube, and the leads into the pi box, as lead off detected was indicating that there were electrodes that weren't touching, but nothing eliminated the noise issues. The procedure was completed with the nim being noisy in the background for a majority of the case. The surgeons were able to stim the nerves throughout. There was no patient injury.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found visually, there was contamination on the cuff balloon and trace pads and both blue electrode connectors were bent upon return. Additionally, there was surgical tape wrapped around the mid-section of the device upon return. Under magnification, there were small voids in the blue and blue with white stripe trace pads and ink traces (underneath the adhesive) electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 45 ohms (blue), 18 ohms (blue with white stripe), 44 ohms (red), and 27 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device initially passed the electrode check and had no excessive feedback during the noise test. However, after manipulating the blue trace, intermittent excessive noise was observed in vocalis (channel) 1 which caused a lead off detected error. Additionally, vocalis 2 immediately had a lead off detected error while manipulating the blue trace. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously applied codes fdm b21, fdr c21, fdc d16 and img g04134 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.